Manufacturer narrative:
(B)(4).

Event description:
Consumer stated the symptoms came and went and patient was waking up sick every day. The patient was on zofran and sip on coffee to stabilize her blood sugar. And if this doesn't help she would be in bed throwing up all day. Consumer stated before implantable neurostimulator (ins) they were in the emergency room (ER) a dozen times in a month, after the ins they were down to 2 times a months. The health care provider (hcp) told them to call him if they are having issues and he could do some adjustments. Consumer stated patient has neuropathy, her blood sugar was going through the roof and she was having anxiety attacks her heart was going crazy, she has pain from gastroparesis and she felt like the ins was shocking her. She ends up going to the ER because of dehydration. The reported that loss of therapy and was throwing up. The consumer stated when ins was implanted she wasn't getting as sick as she used to. He hospital visits dropped down to 2 times a month. It was also indicated that patient was in the ER 6 times in 14 days and was admitted 2 times. The patient's hcp has moved and they are looking for a hcp to adjust patient's ins. The indications for use for this patient were gastric stimulation gastrointestinal/ pelvic floor. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.